Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection and an iodine indicator test verified that there was no iodine in the sample. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The cause of the issue was determined to be due to manufacturing and a CAPA was opened for further investigation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During the evaluation of a returned minicap, it was found that it lacked iodine. There was no patient involvement. No additional information is available.